Event description:
"The catheter stuck with guide wire during removal of catheter. The catheter tip separated when the physician forced to remove all devices. The separated tip remained in pt body, and it will be removed surgically later on. The procedure was continued and finished successfully with another unit. Pt condition is good." A follow up was made and the following additional info received: the catheter was used for peripheral application of pta of common iliac artery, and after stenting the vessel. The pt condition continues to be good.